Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a gi bleed in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the egd procedure, the clip deployed incorrectly. When the physician closed and then reopened his hand, the clip failed to attach to the tissue and release from the sheath. No tissue damage or complications were reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used to treat a gi bleed in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the egd procedure, the clip deployed incorrectly. When the physician closed and then reopened his hand, the clip failed to attach to the tissue and release from the sheath. No tissue damage or complications were reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the complaint device revealed that the clip assembly was deployed and the over sheath was missing. Both the clip assembly and the over sheath were not returned with the device. It is probable that due to anatomical/procedural factors encountered during the procedure, the clip was unable to release from the catheter; therefore the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.